Event description:
It was reported that there were stored episodes of noise with the subcutaneous implantable cardioverter defibrillator (s-ICD) programmed in primary sensing vector. The noise was not being oversensed. Technical services (ts) review was requested to assist with possible causes. Ts discussed that noise on primary does not indicate a fracture issue, and may indicate noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode, however further investigation and testing should be performed to determine true cause. Ts discussed programming options. The s-ICD and electrode remain in service and no adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.